Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced lead migration which was confirmed via x-rays. In turn, patient underwent surgical intervention on (B)(6) 2019 wherein a second lead was implanted. Post-operatively, stimulation therapy was restored.